Manufacturer narrative:
Investigation summary no samples (including photos) were returned as of 3 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9252448. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 syringes 0.5ml 31ga 6mm experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 324911 batch no. 9252448. Verbatim: consumer stated, when he removed shield, needle and hub came off and is now stuck in shield stated, shields were difficult to remove 2 syringes affected but could only provide one "date of event" date of event: (B)(6) 2020 second, date of event: unknown. From phone call on 2020-03-09: verified lot number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringes 0.5ml 31ga 6mm experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 324911, batch no. 9252448 consumer stated, when he removed shield, needle and hub came off and is now stuck in shield. Stated, shields were difficult to remove. 2 syringes affected but could only provide one "date of event". Date of event: (B)(6) 2020. Second, date of event: unknown from phone call on 2020-03-09: verified lot number